Manufacturer narrative:
The complainant was unable to provide the suspect device lot number.  Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva ID 365 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two flexiva ID 365 laser fibers were used during a procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 30 watt console. According to the complainant, during the procedure, upon starting to laser the stone, the tip of the laser fiber flew off. They tried a second fiber and the same thing happened. Per the surgeon, the fiber tips were flushed out with the procedural irrigation. The procedure was completed with the second fiber, however, it was noted that the performance was not optimal.